Event description:
It was reported that asymptomatic patient presented in clinic for device change out unrelated to the rv lead. Externalized conductors were observed. No electrical anomalies were detected. Lead was capped. Patient is fine.